Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to be unresponsive and was unable to be turned on. The customer's blood glucose level was 149 mg/dl. Reportedly, the customer has insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).